Event description:
During arcr, it was noted irregular pulse on the monitor when the product was activated. His pulse was recovered soon but the operation was discontinued. Another surgery of arcr to the patient was conducted on (B)(6). And the same phenomenon was noted when another probe was used. For this time, the surgery was completed without additional treatment. The product was discarded at the hospital. Add'l info (generator - (B)(4) serv. Ctr.) Repair the patient pulse monitor was stopped, when activate vapr associated medwatch # 1221934-2015-00582.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received by our service center. The device underwent a visual, functional, and electrical test and revealed no anomalies. The reported failure could not confirmed and a root cause could not be determined. Further a review into the depuy mitek complaints system revealed 1 other dissimilar and 1 other similar complaints for this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During arcr, it was noted irregular pulse on the monitor when the product was activated. His pulse was recovered soon but the operation was discontinued. Another surgery of arcr to the patient was conducted on (B)(6). And the same phenomenon was noted when another probe was used. For this time, the surgery was completed without additional treatment. The product was discarded at the hospital. Add'l info ((B)(4)) repair the patient pulse monitor was stopped, when activate vapr associated medwatch # 1221934-2015-00582.